Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user was unable to navigate away from the cgm history screen after unlock, with observation of a cracked display; the device issue was consistent with a hardware screen damage leading to inability to use the back function. Symptoms included no reported change in blood glucose and no adverse clinical effects. Outcomes included temporary discontinuation of pump use with transition to backup therapy and continued cgm monitoring via dexcom app or receiver. Investigation included remote troubleshooting and user guidance, including removal of a screen protector and education on device shutdown, data sync to the mobile app, and replacement logistics, as well as verification of shipment and return plans. Investigation of this case revealed physical damage to the screen consistent with a cracked display resulting in impaired user interface function, which aligns with a device component failure of the screen assembly and associated navigation controls. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device screen leading to loss of intended display functionality.